Manufacturer narrative:
Correction b2: hospitalization - initial or prolonged should have also been checked during the initial report. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported, the patient was experiencing an infection at both ipg and lead incision sites. IV antibiotics were prescribed to treat the course of the infection. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the full scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.